Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that out of range issues occurred between the transmitter, length of time unknown. There was no adverse impact to customer's blood glucose level. Multiple attempts were made to contact customer to finish troubleshooting, but attempts were unsuccessful.